Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with the patient's pd treatment. The leak was discovered after treatment. Fluid was found in the pump module area of the cycler. Fluid leaked from an unknown source. The contact did not see any hole or teat in the cassette. Attempts were made to gather missing details, but no additional information was received. A cycler set is not available to return.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with the patient's pd treatment. The leak was discovered after treatment. Fluid was found in the pump module area of the cycler. Fluid leaked from an unknown source.the contact did not see any hole or teat in the cassette. Attempts were made to gather missing details, but no additional information was received. A cycler set is not available to return.